Manufacturer narrative:
(B)(4). Multiple MDR's were reported for this event. Please also see associated events: 0001825034-2018-03391, 0001825034-2018-03392. Review of invoice history was unable to determine the exact identification of the device involved in the reported event. This report is being submitted for: brand name ¿ taperloc por fmrl, catalog number ¿ 103203, lot number ¿ 305410, expiration date ¿ nov 30, 2013, device manufacture date - nov 4, 2003, or brand name ¿ m2a modular head 38mm -6 neck, catalog number ¿ 162307, lot number ¿ 966440, expiration date ¿ unknown at this time, device manufacture date - unknown at this time. Concomitant medical products: brand name ¿ m2a modular head 38mm -6 neck, catalog number ¿ 11-173660, lot number ¿ 430130, expiration date ¿ dec 31, 2013, device manufacture date - dec 31, 2003 or brand name ¿ m2a modular head 38mm -6 neck, catalog number ¿ 11-163667, lot number ¿ 335980, expiration date ¿ jan 31, 2014, device manufacture date - jan 1, 2004. Catalog# rd118856, m2a 38mm cup, lot# 330980, or catalog# 15-105004, m2a taper liner, lot# 963340, catalog# 103203, taperloc por fmrl 9x137, lot# 305410 or catalog# 162307, bi-metric cdh por n/c 7x114, lot# 966440. Reported event was unable to be confirmed due to limited information received from the customer. DHR for both devices was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient was revised to address pain. No further information has been made available at this time.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.